Manufacturer narrative:
(B)(4).

Event description:
It was further reported that from (B)(6) 2016 the patient was hospitalized for treatment of chronic abdominal pain, assessed as most likely secondary to chronic mesenteric ischemia. The patient was also being treated for dementia and delirium, with agitated behavioral outbursts. In the days prior to the patient's death, there were no new active issues. The patient's status was do not attempt resuscitation (dnar). The patient had seemed at his baseline the entire day leading up to his death. Vital signs had been stable. The subject's electrocardiogram (EKG) and corrected qt (qtc) had also been stable. Laboratory results had not been checked in a few days prior to the event. The last dialysis session had been 2 days prior to the event. The physician was paged at 01:47 due to the patient's death. The patient had been mildly agitated throughout the evening, and this was considered to be his baseline status. The patient fell asleep and the sitter noticed that patient had ceased breathing. There had been no signs of distress. The physician found the patient pulseless, apneic, and with pupils fixed and dilated. No heartbeat could be auscultated. Time of death was 01:55. The discharge diagnoses were: delirium requiring a sitter to prevent falls, dementia (vascular vs alzheimer¿s versus normal pressure hydrocephalus (nph)), multifactorial chronic abdominal pain, failure to thrive, weight loss, end-stage renal disease on hemodialysis, cerebrovascular disease, gastrointestinal reflux disease gerd), coronary artery disease status post drug eluting stent (des) percutaneous coronary intervention (pci) in (B)(6) 2015, type 2 diabetes mellitus (recently off medications), chronic hepatitis c, and chronic macrocytic anemia. The cause of death was acute mesenteric ischemia.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that the patient died. Clinical status assessment indicated that patient's qualifying condition is unstable angina. In (B)(6) 2015, patient underwent an urgent percutaneous coronary intervention (pci). The target lesion was located in the distal circumflex (cx) with 80% stenosis. It was 15 mm long, with a reference vessel diameter of 3.0 mm. There was moderate calcification and moderate vessel tortuosity. It was characterized as a re-stenotic lesion (no stent). The target lesion was treated with pre-dilatation and placement of a 3.00x16 mm promus premier everolimus-eluting platinum chromium coronary stent. Post dilatation was performed with 0% residual stenosis. In (B)(6) 2015, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the death certificate listed the causes of death as thromboembolic disease versus arrhythmia; atherosclerosis; chronic kidney disease / end-stage renal disease; and diabetes and hypertension. Dementia was recorded as another contributing condition. The case was referred to a medical examiner/coroner. No autopsy was performed.